Event description:
Information was received from a user facility regarding a patient who was trialing an external neurostimulator (ens) for neuropathic nerve pain in right leg. It was reported that the day post implant the pain was not very bad and the patient thought the device was going to work for them. Various programs in the device were seen of what may or may not work for pain management. The next morning at 4:30am, the patient woke up with the most excruciating pain they had ever experienced and had to call the nurse to give urgent pain medication. The manufacturer representative (rep) came to the room at 11am and the patient was discharged at 5pm. The next day at home, the patient spent all day in bed, unable to get up at all due to excruciating pain. Was using oxynorm liquid to help (unsuccessfully) with the pain. The rep called the patient via phone and remotely the device program. The patient had a follow up appointment that had to be cancelled as the patient was unable to get out of bed and get into car to attend the appointment. The doctor referred the patient to get an x-ray of the spine. Patient had excruciating pain again and was confined to bed for the day. The rep asked the patient to recalibrate and change the program on the remote device which they did. It was suggested to switch off the ens which they didn¿t do and endured the pain. On a different day patient stayed in bed all day again in excruciating pain, unable to get up, and switched off the ens. Finally the patient was admitted again to the hospital for pain management and removal of the device. Patient was still in such excruciating pain and was unable to go by car and could not stand up to get out of bed. The paramedics had to put the patient on a stretcher as they could not move from the bed. Once admitted to the room, the device was removed by the nurse, and put on intravenous ketamine for 7 days and lignocaine. Home medications of gabapentin, palexia and temgesic were prescribed for pain management at home. The spinal cord stimulation (scs) trial was considered a ¿catastrophic failure¿ and doctor stated they would never have a permanent scs device. The trial device "overstimulated" the patient's body, did the exact opposite of what it was meant to do, and made the patient's pain far worse.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.